Event description:
The pt presented to the dr's office after sustained a fall. Radiographs revealed polyethylene wear of the acerabular liner. The cup was well fixed; therefore, only the liner was revised at this time. The femoral head compoinent was also removed and replaced at this time.

Manufacturer narrative:
Summary of evaluation: the one piece acetabular component and the femoral head component were returned for evaluation. A review of the device history records revealed no discrepancies were reported during manufacture. The info provided in conjunction with the insert evaluation results would suggest that this event would not be associated with the device but rather would be pt related. The pt's fall was most likely the contributing factor for the polyethylene damage and subsequent revision surgery.